Manufacturer narrative:
Philips service powered off/on the system, resolved the gpdu issue, and completed calibration. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the biplane system failed to start, suspected gpdu or host pc issue on an allura xper fd20/15. The clinical use of the system was outside of use. There was no reported patient or user harm.